Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. A loose wire harness in the foot switch was identified as the cause of the event. The customer declined to have the service representative fix the system. No further information is available.

Event description:
The customer reported that the system would shut down without command of the operator. There is no report of a patient injury or death associated with this event.